Event description:
Nurse that he started infusing a bag of hespan at 0730 and that the bag was hanging next to the ns miv and free-flowing in. Oncoming nurse checked ivs and rates when care assumed and found d 5 w with heparin sodium 25,000 units free-flowing instead of hespan at the site he indicated. Approximately 100 cc remained from a 500 cc bag. There was no hespan hanging or infusing anywhere. Infusion stopped, ptt drawn, ng reconnected to low intermittent suction to check for bleeding, hespan started with new tubing and dr. Informed. The hespan and heparin have extremely similar font and font size. In addition to moving the bags away from each other in the medication room nurse requested that company change the font.